Manufacturer narrative:
(B)(4). Attempt to obtain additional information was unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor left ventricular (lv) lead exhibited high out-of-range pace impedance measurements (>2000 ohms), which triggered a lead safety switch (lss). The field representative indicated the lv lead pace impedance was measured to be 600 ohms in unipolar configuration. The pacemaker and lv lead remain in service. No adverse patient effects were reported.